Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the coil was released suddenly inside the patient without activating the handle before arriving at the expected location. The coil was removed and replaced with another coil. There was no harm to the patient reported.

Event description:
Please see section h10 for the device investigation results.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller were observed on the pusher heater coil. The implant was not returned for evaluation. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.